Manufacturer narrative:
The technician was able to duplicate the reported "vent inop error" and isolate it to broken resistor r105 p/n 60745.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop alarm as well as a past blank screen issue. The customer confirmed that there was no patient involvement associated with the reported issue.